Event description:
Discordant advia centaur cp troponin ultra results were obtained on patient samples. One result was reported to the physician. Upon retest, the corrected results were reported to the physician. There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the acid nozzle, which was cracked. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.